Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited failure to capture. The atrial was capped and replaced. The patient was in stable condition.